Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem of the device not turning on was not confirmed or duplicated. An f-38 (malfunction in tube misloading detection circuitry) alarm was identified when the device turned on and during functional testing. The cause of the condition was determined to be force sensing resistors (fsrs) out of specification. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. During service, the device presented an f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involved. No additional information is available.